Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the impactor device tip was broken off at the connection point and could no longer be inserted into the impactor device correctly. During in-house engineering evaluation, it was observed the device failed the visual assessment as the t-handle was cracked. The device was functionally tested and it was determined that the described failure was confirmed. A functional assessment could not be fully performed as the t-handle was broken/cracked which was consistent with improper handling(user error). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.